Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having high blood glucose for several weeks now. Customer is legally blind and cannot read the pump screens. Customer stated that last night her blood glucose was 450 mg/dl. Customer stated that this was the day that her blood glucose went up really high. Customer stated that she put in zero carbs and then she got her bolus. Customer stated that she was sweating last night. Customer stated that this morning, she woke up with a blood glucose of 250 mg/dl. Customer stated that she put 3 carbs and 250 for her blood glucose. Customer then got her bolus. Customer's blood glucose is 250 mg/dl. Customer stated that she feels fine. Customer stated that she does not have a back-up plan. It was found that the time and date were off by one hour due to the time change. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting and to do a complete set change.